Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00092, 00093, 00094. This event occurred in another country.

Event description:
Allegedly pt dislocating.